Manufacturer narrative:
The insulin pump was received with a blank display due to a broken b-1 solder joint on the interface board. The unit was also missing its end cap sticker. The following cosmetic damage was also noted: cracked case at display window corners, cracked battery tube threads, and minor scratches on the lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was dropped and it the display screen won't turn on anymore. The customer's blood glucose at the time of incident is unknown. The customer was taking off her belt and the pump fell on the tile. She was advised to discontinue use of the pump and revert to a back-up plan her health care provider's instructions. A replacement pump is being sent to the customer and the damaged pump was returned for analysis.